Manufacturer narrative:
During follow-up, the patient's authorized daughter said she noticed no defects or malfunction with the products, and did not know the lot number she used at the time.

Event description:
Intermittent catheter patient's (user) authorized daughter stated that the patient had a recent urinary tract infection (uti) concurrent with catheter use, and treatment was completed by the patient's physician. During follow-up, the patient's authorized daughter said her mother was admitted to the hospital to receive intravenous (IV) antibiotics and recovered fully from the infection.